Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the device would not hold the suture, it would not hold tight enough. There was no patient injury.